Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation however a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records. All records revealed the product was manufactured within specifications, maintained and distributed in accordance with all federal, state and operating procedures. Based on a record review and all available information, it is determined the transition 6.5mm ha polyaxial pedicle screw 55mm design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction.

Event description:
On (B)(6) 2011 patient complained of increase back pain. Ap lateral film revealed broken l3 screw, other screws were intact. Surgery took place on (B)(6) 2011 to remove broken screw. The broken left screw was replaced, and on the right side, the screw was replaced for precautionary reason (no loosening or breakage occurred).